Event description:
A surgeon reported to a depuy mitek sales person that when he was screwing in a bio intrafix screw (8 x 10) he noticed that the driver was broken and fell into the patient. He tried to retrieve it, but ultimately left it inside the patient.

Manufacturer narrative:
Depuy mitek to date has not yet receive the complaint device for evaluation. It was reported that a high degree of torque was applied to the device. At this time we can not identify any factors other than excessive force that would have resulted in such a failure. The surgeon reported there were no adverse effects to the patient. It is possible; however, that patient injury could potentially occur at some point in the future because of the broken piece. It is because of this potential an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.